Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation at this time. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the seating chisel was received the package was found to be open and the end of the chisel was broken. The reporter added that the instrument is heavy and although enclosed in plastic and protected with a rubber protectant sleeve on one end of the device, the other end which is not protected by a rubber sleeve and was broken. The broken device was noted prior to the scheduled surgery during surgical planning. The surgeon changed his surgical plan and used a locking blade instead of a blade plate. There was no patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) device was received undamaged. The packaging of the device was not received, and there was no observable damage or issues found with the device. The tip of the chisel is intact and according to specifications. The complaint condition could not be replicated or confirmed. The cause of the complaint condition could not be determined. This complaint is unconfirmed. The drawings for the device were reviewed and no issues or discrepancies were found. The design(s) are determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no functional issues found with the returned devices. The device was functional and within specifications upon receipt at the complaint handling unit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.